Manufacturer narrative:
No parts returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the main and camera cart were not connected to the localizer. The "localizer not connected" message was on the monitor stand. The system was rebooted several times and reconnection of the cart to cart cable solved the issues.